Manufacturer narrative:
Pump failed to boot up once installing aa battery, blank display was noted. Unable to perform the sleep current test, active current test, and self-test due to blank display. Test p-cap locks properly into the reservoir compartment; however, a partially broken retainer ring at the knit line was noted during visual inspection. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. Battery cycle 5.0 received the lowbatteryalert (104) on (B)(6) 2025 09:38:00 faster than expected at 6.22 days. Battery cycle 4.0 received the low battery alert (104) on (B)(6) 2025 20:27:00 after more than 7 days at 14.99 days. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2025 11:06:00 after more than 7 days at 9.86 days. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. Also found a misaligned battery tube. The following were also noted during visual inspection: cracked case, scratched case, cracked keypad overlay, broken battery tube threads, stained keypad overlay, missing display window/cover, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, partially broken retainer, retainer knit line damage, cracked lcd window, corroded battery tube, and corroded battery tube spring. Blank display was confirmed during testing due to a misaligned battery tube. Unexpected battery power loss was confirmed. Customer did experience an unexpected power loss of less than 7 days per the pump history records. Cosmetic damage was confirmed at the screen, battery compartment, and label. Partially broken retainer ring was confirmed during visual inspection. Moisture damage was found on the battery tube, electronic assembly, motor, and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported receiving replace battery alert, and a received blank display. The customer reported labeling issue. The customer stated that the location of the damage was on the display, and the case of the battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the replace battery now alarm, and the replace battery now alarm without prior low battery warning. Troubleshooting was performed for the labeling, and the product labels reported as missing, removed, worn, faded, or damaged following usage. Troubleshooting was performed for the cosmetic damage, and the damage impacting pump functionality. Troubleshooting was performed for the blank display, and the battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.